Event description:
It was reported the patient's controller displayed the "replace generator soon" message and patient lost therapy. It is unknown if the message displayed prematurely or not. Surgical intervention took place wherein the ipg was explanted and replaced. Patient is receiving effective therapy.

Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain patient weight.